Manufacturer narrative:
An event regarding santoprene damage involving a triathlon handle was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection showed the device handle was oily and discolored. The damaged device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our customer reported that it was not possible to use the instruments for the following reason. Some of the rubber coated parts have merged with the presence of oily substance inside the container of green color corresponding to the color of the spindles handles. To be noted that the instruments have been subjected to various sterilization using always the same program as indicated by stryker. Another instrumentation kit has been used.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Our customer reported that it was not possible to use the instruments for the following reason: some of the rubber coated parts have merged with the presence of oily substance inside the container of green color corresponding to the color of the spindles handles. To be noted that the instruments have been subjected to various sterilization using always the same program as indicated by stryker. Another instrumentation kit has been used.